Manufacturer narrative:
Article citation: lillemoe, h. A., miranda, r. N., nastoupil, l. J., clemens, m. W., & hunt, k. K. (2022). Clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines. Annals of surgical oncology. Https://doi.org/10.1245/s10434-022-11838-0. Facility name: (B)(6). (B)(4). The events of lymphoma-alcl-suspected, seroma, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pleural effusion", "extensive lymphadenopathy", ""right-sided chest wall mass", "bia-alcl", ¿right breast swelling¿, ¿intractable pain in the right chest¿, and ¿dyspnea.¿

Event description:
Through journal article "clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported "pleural effusion", "extensive lymphadenopathy", ""right-sided chest wall mass", "bia-alcl", ¿right breast swelling¿, ¿intractable pain in the right chest¿, and ¿dyspnea.¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted. This represents the right side. Treatments: patient received chemoimmunotherapy with cyclophosphamide, doxorubicin, prednisone, and brentuximab. Bilateral capsulectomy with implant removal and right axillary lymph node dissection. Multiple additional lines of chemotherapy including immunotherapy with brentuximab.

Manufacturer narrative:
Additional, changed, and/or corrected data: attached journal article.

Event description:
Through journal article "clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported "pleural effusion", "extensive lymphadenopathy", ""right-sided chest wall mass", "bia-alcl", ¿right breast swelling¿, ¿intractable pain in the right chest¿, and ¿dyspnea.¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted. This represents the right side. Treatments: patient received chemoimmunotherapy with cyclophosphamide, doxorubicin, prednisone, and brentuximab. Bilateral capsulectomy with implant removal and right axillary lymph node dissection. Multiple additional lines of chemotherapy including immunotherapy with brentuximab.